Event description:
It was reported that during a coronary artery ptca/stenting treatment procedure, difficulties deploying the stent were encountered. The physician introduced the express 2 monorail 24 mm x 2.5 mm stent into the 73% stenosed, 10% calcified, non-tortous lesion. The balloon was inflated to 16 atms with an encore 26 manometer, and the stent would not deploy. A choice pt extra support guide wire and scimed vl 3.5 6fr guide catheter were used with the device. It was reported that the device was introduced and removed from the guide catheter two times. No other info is available at this time. The pt's status is listed as stable, no injuries or complications were reported.